Manufacturer narrative:
(B)(4). The device (a) was returned with the tissue pad melted and partially detached. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. The device (b) was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The tissue pad was missing. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during an open hepatectomy procedure, the tissue pad fell off of device. It is unknown if the tissue pad fell into the patient but it was retrieved. Another device was used in which the active blade broke in the liver. The broken piece was retrieved with harm to the patient. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time